Event description:
Litigation alleges patient had pain and high levels of toxic metals in blood after asr hip implant.

Event description:
Update rec'd (B)(6) 2015 - sales rep reported revision surgery. Patient was revised to address pain. The stem and sleeve are now being added for elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.